Event description:
It was reported that manufacturer representative (rep) called today to ask further questions regarding options for issue with high impedances on contact 0 that can't be resolved. Caller indicated he is not at the case but is assisting the reps at the case. They changed out the old style (duckbill) extension for new extension to convert patient to new ins. Upon testing with new extension, contact 0 is showing high. Total of 3 extensions tried with ins and contact 0 still showed high, lead was wiped down. Lead tested fine in operating room, impedances tested fine prior to removing the previous ins. No patient information was available at the time of this call. No symptoms were reported. Additional information was received. It was reported that there were normal impedance pre-operation. The new extension and percept had high impedances (over 5k mono and 10k all bipole). Reconnected and changed ports with no change. Twist lock on lead had normal impedance. The second percept had high impedance. The 37603 had high impedance. Total of 3 extensions used showed high impedance. Normal impedances only occurred when the hcp ran saline over the lead/extension connection. The lead was not active so percept with the 3rd extension were implanted with the impedances slowly decreasing in post-op but still high.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 03-jun-2025, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 17-jun-2025, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 07-sep-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep clarifying that the original replacement of the 37602 and extension was hcp replaced extensions at time of battery replacement to allow for full body MRI. No issues prior and impedances were normal prior to replacement. The cause of high impedance is unknown. Impedance still high but dropping in recovery room. No issue with therapy but hcp concerned patient will be unable to have full body MRI which is was why he changed extension. Pt to be interrogated at post operation appointment 4/5/22 to determine if change to impedance values.

Manufacturer narrative:
Concomitant medical products: product ID 37603 serial# (B)(6) product type implantable neurostimulator product ID 3708660 serial# (B)(6) product type extension product ID 3708660 serial# (B)(6) product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2022 product type extension product ID b35200 serial# (B)(6) implanted: (B)(6) 2022 product type implantable neurostimulator product ID 37602 serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type implantable neurostimulator b5: additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported at the patient¿s post-operative appointment on april 5th there were no changes in impedances on 4/5.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator ((B)(6)) found no anomalies. Analysis of the extensions ((B)(6)), found foreign material in the distal end of the setscrew. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.